Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since (B)(6) 2017 the patient had difficulty charging. They had made the manufacturer representative aware and had tried to troubleshoot in (B)(6) 2017. It was reported on 2018-feb-06 that the caller was trying to charge up because the battery was low. It was reported that stimulation stopped and a warning power on reset (por) was seen on the patient programmer. The warning por could not be cleared. The consumer was redirected to their health care provider (hcp) to have the por cleared. The caller had been able to use the implantable neurostimulator recharger (insr) to charge the implantable neurostimulator recharger (insr) but reported they usually had problems charging. It was reported that the patient had fallen on their back the other week. This was clarified to be sometime last week at the end of (B)(6) 2018. Their leg had been bothering them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that once the por was cleared the patient's programmer worked again as normal. The rep clarified that when a por occurs the dates all change to the year 2000 as the clock in the ins resets and this was what was meant by the last 6 charge's dates were inaccurate. The information reported has been confirmed with the physician/account. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on 2018-feb-08 stating that the patient fell on the ice on (B)(6)2018. The stimulator stopped working and a por was seen. A request was made for a representative to meet with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had a por message. The patient informed the manufacturing representative (rep) that she charges about every 3 months and checks her system every month and a half. When the patient went to charge her system she saw the por message but was unable to charge her system, her patient programmer didn't work. A trickle charge was not required so the por was cleared and looked at the last 6 charges but dates were inaccurate. The rep discussed checking the battery and charging more frequently. The issues was resolved at the time of the event, and this appears to be the patient's second por event. No further complications were reported.